Manufacturer narrative:
E1 - initial reporter establishment name-(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the display sometimes did not appear and noise in the image during an unspecified procedure involving an olympus monitor. There was no patient injury reported.